Event description:
It was reported that the customer was hospitalized due to an infection, which triggered blood glucose issues and diabetic ketoacidosis. The blood glucose reading was over 500 mg/dl. The customer stated that the blood glucose issues were not caused by the insulin pump. He stated that his tooth had been filled and was infected. He complained of not being able to keep anything in his stomach and nausea. He also noted that he could not see. The customer was wearing the insulin pump at the time of the event, and declined troubleshooting for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.